Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, a steel cable rupture was identified in the maryland bipolar forceps, with 1/14 lives. The instrument was replaced with a backup of the same type. The procedure was completed with no reported injury. No fragment fell into the patient. The procedure was delayed less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.